Event description:
It was reported that a malfunction occurred with the code malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer contacted technical support and was assisted in resetting the pump, which resolved the issue. There were no recurrences of the malfunction code after the reset, and the customer was advised to continue using the pump while remaining alert for future issues.